Manufacturer narrative:
A review of the manufacturing records verified the lot met all pre-release specifications.

Event description:
It was reported to gore that a pt alleges to have experienced mesh erosion and undergone at least one additional surgical procedure after having been implanted with gore dualmesh plus biomaterial. Additional, event specific information has not been provided.